Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the implantable pulse generator (ipg) the polarity of the leads were not programmable. The ipg was not used and a replacement was implanted. It was noted that the physician tried to program the first device after the procedure without any success. The physician then tried to program the device via the implant checklist which was successful. No patient complications have been reported as a result of this event.